Manufacturer narrative:
The mcs tip cover accessory has not been returned to isi for evaluation. Therefore, the root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, the mcs tip cover accessory fell inside the patient but was successfully retrieved. However, it is unknown what caused the tip cover accessory to fall inside the patient.

Event description:
It was initially reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) instrument had fallen inside the patient. The customer stated that the part was successfully retrieved during the same procedure without patient harm, adverse outcome or injury. On 02/06/2017, intuitive surgical, inc (isi) followed up with the initial reporter and obtained the following additional information: it was confirmed that it was not the mcs instrument that had fallen inside the patient but rather the tip cover accessory. According to the initial reporter, the site had applied electrolube to the distal end of the mcs instrument prior to installing the mcs tip cover accessory. The surgeon was able to retrieve the tip cover accessory with no issues and the planned surgical procedure was completed successfully.